Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/17/2019. Device evaluation summary: according to the information received a deflation was reported. Upon initial examination of the sample, a rupture at the union between shell and suture tab was found. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a 650cc mentor cpx 4 breast tissue expander with suture tabs experienced left sided deflation due to a tear post procedure. As a result, replacement with another 650cc mentor cpx 4 breast tissue expander with suture tabs was performed on (B)(6) 2019.